Manufacturer narrative:
The device was returned to bd for evaluation. A stent delivery system was returned for evaluation. Based on the evaluation of the returned sample a stent fracture could be confirmed. The stent was found to be partially deployed and the stent was found fractured. An indication for a manufacturing related issue could not be found. Potential factors that could have led or contributed to the reported event have been considered. A manufacturing related root cause was considered, however, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available, and the evaluation of the returned catheter sample, a definite root cause could not be identified. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ex062003cl vascular stent allegedly experienced a break, misfire, fracture, and premature deployment. This information was received from a single source. The alleged break, misfire, fracture, and premature deployment involved a patient with no known impact to the patient.